Event description:
It was reported on (B)(4) 2015 from clinic notes dated (B)(6) 2015 that the patient¿s vns was implanted, never turned on, and then explanted one week later because of hypertension. This implantation occurred in 2002. The patient¿s current physician stated that this issue is unlikely related to vns but it is unclear if the issue is related to the surgery itself and/or secondary stress related to surgery/presence of device. Follow-up with the patient's previous physician was unsuccessful.

Manufacturer narrative:
Initial MDR inadvertently reported that hypertension was related to vns when clinic notes indicated that this is unrelated to vns therapy.

Event description:
Upon further review of the reported hypertension event, it was seen from clinic notes that the physician states that the hypertension is unlikely related to vns. The patient also has a family history of hypertension and her own history of the disease. Also the patient is getting re-implanted after over 10 years with the device. If there was a perception or concern that the surgery contributed to this, they likely wouldn't decide to implant the patient again with vns.

Event description:
The patient underwent a re-implant of devices on (B)(6) 2015.